Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017. Customer was taken to the hospital via ambulance due to customer not being able to respond when spoken to. It was reported that customer had low blood glucose for a week prior to hospitalization. Customer's blood glucose levels when hospitalized were unknown. Customer was hospitalized due to low blood glucose. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for low blood glucose. Customer did not believe that insulin pump was over delivering. Customer believed that low blood glucose were caused by reservoir and infusion sets due to low blood glucose beginning when new box was used. Customer was advised to contact healthcare professional regarding low blood glucose.